Event description:
It was reported that during implant, the voltage longevity bar of the device appeared grey once telemetry was established. The physician decided to continue the procedure despite recommendations to have the device sit for 48 hours, and implanted the device accordingly. A device check was performed the next day in which the battery indicator continued to appear grey. Another device check was performed two days later, in which the battery longevity bar now appeared green. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).